Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2107130. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. However, the retained samples did not show any sign of defect. H3 other text : see h10.

Event description:
It was reported that the bd 20ml 18g two piece syringe with needle was broken during use. The following information was provided by the initial reporter, translated from chinese to english: the connection between the front end of the syringe and the needle was broken during use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml 18g two piece syringe with needle was broken during use. The following information was provided by the initial reporter, translated from chinese to english: the connection between the front end of the syringe and the needle was broken during use.